Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The knob assembly weld was broken loose from the shaft. A functional evaluation was performed. The knob assembly would not tighten correctly because of the broken weld. The reported failure was confirmed and the root cause has been determined to be a stress problem. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the weld on the leg holder came off. Incident occurred while setting-up to the procedure. It is unknown if a back-up device was available. No delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.